Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a thyroidectomy procedure, "previously operated on the right thyroid but also with a small remnant in this side. Patient presented with a 3.5 cm nodule on the left thyroid with a fnac (cytology) of papillary thyroid cancer. However, the patient presented big tumor that was occupying all the left thyroid, about 7-8 cm. The left internal jugular vein was retracted by the tumor and collapsed. It has to be resected with the specimen. I could realized that the left side was also operated on so I fin besides great difficult to work on this area due to scarring. In that situation, besides, the jugular vein was placed anomalous both by previous surgery and by the tumor. The surgery was very difficult both by tumor and recurrent surgery. The inferior laryngeal nerve was extremely difficult to localize and retracted inferiorly also due to previous surgery and tho the tumor effect. Unfortunately it was cut. I had to join the edges again. This is something that can happen in this difficult cases, operated previously and with locally advanced cancer. I would like to receive the finally pathological report. Final the patient presented quills fistula, lou output that I am sure it will love with a conservative approach."